Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, after connecting the shunt sensor to the circuit, leakage was observed when priming. When checked, there seemed to be a crack at the connecting part. No patient involvement. The product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 21, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4: (additional device information - added exp date). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up due to additional information and device evaluation). H3: (device evaluated by manufacturer). H4: (device manufacture date). H6: (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 testing of actual/suspected device. Type of investigation #2: 11 testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 -analysis of production records. Investigation findings: 213 no device problem found. Investigation conclusions: 67 no problem detected. The affected sample was returned and was visually inspected upon receipt in which, it was noted that the sparger assembly and the white luer cap were not present. It was then leak tested as received with the white luer cap added to the sample. It was connected with a calibrated manometer, submerged into a water bath, and pressurized up to 1000 mmhg and a leak was noted immediately. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was then leak tested a second time by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. It was leak tested the same way and no leaks were noted. The root cause for this event was determined to be the large blue vent cap for shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.